Event description:
Patient was treated with medication

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure mi.

Event description:
An endeavor sprint rapid exchange stent was implanted in the prox lad. Approximately 25 months post the index procedure the patient suffered a myocardial infarction. The investigator has indicated the event was remotely related to the study device and the patient recovered without treatment.